Event description:
It was reported that an asymptomatic patient presented in the or for device upgrade. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.